Event description:
It was reported that before starting dialysis, found that there was reverse blood even though the clamp was closed. The same event has occurred three times in the same patient. There was no reported patient injury. It was reported that this event occurred with 3 devices, this report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the clamps failing to fully occlude the dialysis catheter extension tubes was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20cm x 12fr powertrialysis dialysis catheter. Usage residues were observed throughout the sample. Needleless injection caps were attached to all three luer adapters. Microscopic inspection of the sample confirmed the presence of use residues, but was otherwise unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion and aspiration with no observed leaks. The clamps were engaged and subsequent attempts to flush and aspirate were unsuccessful. The clamps successfully occluded all three lumens. No deficiencies were discovered during evaluation of the returned sample. Consequently, this complaint is unconfirmed at this time.

Event description:
It was reported that before starting dialysis, found that there was reverse blood even though the clamp was closed. The same event has occurred three times in the same patient. There was no reported patient injury. It was reported that this event occurred with 3 devices, this report addresses the first device.